Manufacturer narrative:
Adverse event: international medical device regulators forum (imdrf) adverse event reporting. Health effect clinical code: no clinical signs, symptoms or conditions. Health effect impact code: no patient involvement. Medical device problem code: device damage by another device. Component code: access port. Type of investigation: testing of actual/suspected device. Investigation findings: maintenance problem identified. Investigation conclusions: unintended use error caused or contributed to event.

Event description:
The user facility reported a complaint to customer service on 17-mar-2021 for brush stuck/broken in channel during reprocessing involving the pentax medical video gastroscope model eg-1690k, serial number (B)(4). No patient involvement was reported. The user facility responded to our good faith effort(gfe) request via email on 22-mar-2021 and stated that the cleaning brush was manufactured by fujifilm, model wb7025dc. The customer owned endoscope was received by pentax medical for evaluation on 19-mar-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint and documented the following inspection findings on 22-mar-2021: accessory stuck in primary operation channel, passed dry leak test, air/ water nozzle glue missing, passed wet leak test. The device underwent repairs including the following components: o-rings and seals, operation channel, segment steel braid, bending rubber, o-ring (1.8x19.8), biopsy inlet t-piece, light guide column. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. Pentax medical model eg-1690k, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 31-jul-2019. The endoscope is awaiting repair and approved by final qc as of 16-apr-2021.